Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown; not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. Email address unknown, information not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was first diagnosed with astigmatism on (B)(6) 2018 prior to implantation of a zcb00 +21.5 diopter iol (intraocular lens) in her left eye (os) on (B)(6) 2018. The lens was explanted and replaced with +21.0 diopter lens model, zct225 on (B)(6) 2018. Patient's bcva (best corrected visual acuity) was 20/20 after the exchange. No additional medical nor surgical procedures was performed. No additional information provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.